Event description:
A pt was in the cath lab for an angiogram post myocardial infarction (mi). They had a left anterior descending artery (lad) chronic total occlusion (cto) with an estimated ejection fraction (ef) of 35-38% and multi-vessel disease. The physician attempted to cross the cto with a guide wire, but was unable to get into the true lumen distally. At this point the physician presented the options of a bypass procedure (CABG) or another attempt to open the cto in the cath lab. Procedure: the pt was admitted for an attempt at crossing the cto with frontrunner (fbs-3900), after previous unsuccessful attempts at crossing with a guide wire (gw) in 2003. A 7fr, 3.5 ebu guiding catheter was used to attempt to deliver the frontrunner (fr) to the left anterior descending artery (lad). The lad had an acute take off and the fr was unable to be delivered into the lad after multiple attempts. This was partially due to the take off and the guide angle in the left main (lma). The fr was removed from the body and the distal tip was reshaped to put a larger bend on the end, in hopes of getting the fr to negotiate the origin of the lad off of the left main artery (lma). Another attempt was made to deliver the fr into the lad, but it was not possible. The physician tried to cross into the lad occlusion with a wire and deliver the micro guide catheter (mgc) to the cto, so he could then bring the fr down into the lad. He was unable to do this too, because of the acute angle of the take off of the lad and the proximal nature of the lesion. At this point, the guide was switched to an 8fr al2 guide. The fr was tracked back down into the anatomy and this time was delivered into the lad and to the proximal cap of the cto. One or two jaw actuations were performed, but the fr was not advanced into the cto or past the proximal cap. It was noted that with the forward pressure that was placed on the fr, the acute angle of the lad and the deep seating of an al2 guide the distal "working end" of the fr was bowed against the roof (the wall away from the origin of the lad) of the lma. The physician wanted to attempt to bring the mcg out of the guide and into the lad. It appeared that the mgc made it into the lad, but with forward pressure of the fr into the lesion, the mgc and fr wanted to "back out" of the lad. The same bowing of both of the devices was noted against the roof of the lma. It is unclear where the tip of the guiding cathaeter was at this time or during the manipulation of the fr and mgc. The next injection showed that there was some contrast staining in the lma. All equipment was removed from the pt and a 6fr diagnostic catheter was inserted into the lma for angiographic imaging. The lma showed a small, contained dissection along the roof of the vessel, with no obvious retrograde or antegrade extension of the dissection. The pt was stable and the procedure was terminated. The pt subsequently went to surgery for bypass to treat the cto and address the left main dissection. Pt did fine in surgery with no complications.